Event description:
Additional information was received: it was reported that the site had used the system successfully for many cases without issue following the date of this event.

Manufacturer narrative:
A software investigation was initiated and determined that this was not a software issue. Log investigation found the system detected an early termination issue and alerted the user of the event with information to resolve ("early termination of the 3d scan has occurred. Images may be compromised and inadequate for navigation. Please ensure that the image acquisition switch is pressed throughout acquisition. If problem persists, please contact medtronic technical services."). Software functioning as designed. It was determined there was an accidental radiation occurrence due to early termination of acquisition. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The system detected a workflow technique issue and halted the acquisition to mitigate potential harm associated with further exposing the patient when the end result may lead to an unusable image. This issue is not a systemic issue as it was resolved by ensuring image acquisition switch is pressed throughout acquisition. Number of people exposed: 1 - patient number of people in or other than patient: 2 estimated 3d dose absorbed (patient): 6.423 msv medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra-operatively during a sacroiliac and thoracolumbar procedure there was a partial spin. During an hd spin, the system stopped halfway through. They had to let go of the button and redo the spin. There was a noise in the gantry at the time of stop. After rotating the tube and detector to ensure there was no jam, they did another spin and there was no issue with the case. 5 minute delay with a partial unused spin. There was no reported impact on patient outcome.